Event description:
Boston scientific received information that the pacemaker showed electromagnetic interference (emi) on both channels and displayed different data on battery longevity upon the end of interrogation. The field representative inquired if the noise may come from the patient's hearing aid. Boston scientific technical services (ts) stated the noise may due to hearing aid especially if it is placed over the pacemaker. Additionally, ts discussed the magnet rate and programmer calculation. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.